Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's mother that her son's insulin pump was squirting out insulin. She stated the insulin is squirting out during prime and had no delivery. The customer's blood glucose was 260mg/dl. Advised customer the insulin pump will be replaced.